Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous coronary intervention (pci) in the mid left anterior descending (lad) artery, the balloon of one nc euphora ruptured after five inflations at pressures exceeding 26 atm and detached during removal of the device. The lesion, which presented with severe calcification and a chronic total occlusion (100% stenosis), was initially pre-dilated using a 1.25mm euphora balloon, followed by a 2.0x30mm euphora balloon. The 2.0x30mm euphora balloon ruptured after multiple inflations prior to the use of the nc euphora balloon. The 2.0x30mm euphora balloon was removed from the patient. Subsequently, the nc euphora balloon was intended to be used to further dilate the calcified lesion. The lad had been previously wired using a microcatheter and wire. The device was inspected prior to use with no abnormalities noted, and negative prep was performed without issue. The device was not kinked or re-straightened during use and did not traverse any previously deployed stents. Resistance was encountered during advancement, but no excessive force was applied. Fluoroscopy revealed that the distal and proximal markers had separated, appearing farther ap art than 15mm, indicating device fracture with separation of the balloon and marker. Multiple attempts were made to retrieve the ruptured balloon, including snaring and trapping with another balloon within a guide extension. The proximal marker and approximately t hree-quarters of the balloon material were retrieved, by bringing it into the guide extension and removing the whole balloon delivery system with a wire. The distal marker and about one-quarter of the balloon material remained in the patient. Following the rupture, the patient experienced st segment elevations. A non-medtronic ventricular assist device was placed to provide hemodynamic support. A second 2.15x15mm nc euphora balloon was used to further dilate the lesion, after which a 2.5x28mm onyx frontier stent was implanted to cover the retained distal marker by embedding it against the vessel wall. Additional onyx frontier drug-eluting stents were deployed in the proximal lad. The patient was admitted overnight for monitoring with the non-medtronic ventricular assist device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: annex e & f codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the 2.0x30mm euphora device was inspected before use with no issues noted. Negative prep was performed on the 2.0x30mm euphora balloon prior to use with issues noted. Resistance was noted while advancing the 2.0x30mm euphora balloon to the lesion but no excessive force was used. The device was not moved or repositioned while inflated. A second 2.15x15mm nc euphora balloon was used with no issues noted. The 2.5x28mm onyx frontier stent was successfully implanted. Additional onyx frontier drug-eluting stents were deployed in the proximal lad with no issues noted. Correction: - the lesion was moderately tortuous - annex f - b (1) adv evnt/prod prob: -h (1) type of reportable event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.